Event description:
It was reported that the patient received inappropriate therapy. Decreased sensing was observed. X-ray showed the lead had dislodged. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.